Event description:
Caller states that his father's softclix lancets were uncapped out of the box. Caller states that he received some of these lancets in a letter from his father, and the caller was punctured by one of the lancets. No adverse event or medical attention needed. Requested return of suspect device; however, caller does not have the lancets to return. Replacement was sent.